Event description:
Reporter alleged obtaining a discrepant blood glucose result of 100 mg/dl back to back with a result of 483 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that she was experiencing some hyperglycemic symptoms prior to testing and her husband called 911 after the results were obtained. Reporter stated the paramedics obtained a result of 129 mg/dl on their system and took her to the hospital where a 183 mg/dl result was obtained. Reporter stated she was given orange juice at the hospital hours after she arrived. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.